Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was seen in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. Upon visual examination, none of the 100 retained samples showed further instances of the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.